Event description:
Caller tested 4.5 inr, 3.0 inr, 3.1 inr and 3.0 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. On (B)(6) 2014 customer indicated he had discarded the strips and they will not be returned. Device will not be returned.